Manufacturer narrative:
The aquabeam handpiece was not returned investigation. Three (3) good faith efforts were made by procept to retrieve the handpiece for investigation without success. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 22c04150 was conductedwas conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults; e22 - motorpack error; release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. The root cause of the reported event could not be established as the reported product was not returned for investigation. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure, the aquabeam robotic system generated "e22 motorpack error" messages despite multiple troubleshooting steps taken in efforts to resolve the issue, including exchanging the aquabeam handpiece and aquabeam motorpack without success. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.